Event description:
It was reported that the patient had an infection on both ipg and midline incision sites with burning sensation as the reported symptom. It was unknown if the infection was device related but the physician believed it was not procedure related. The patient underwent an explant procedure and was placed on antibiotics. Culture were performed and the results revealed positive staphylococcal infections. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7074540, UDI: (B)(4).